Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-02988. It was reported the patient experienced ineffective stimulation from the drg system. Reprogramming was unable to resolve the issue. Diagnostics revealed invalid impedance on one lead. X-rays revealed the leads had migrated. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was restored post-operative. Issue is resolved.